Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade iii and late seroma. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and a late seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within the specification, and a cloudy color observed in the gel after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and a late seroma. Device has been explanted.